Event description:
After implantation, it was reported the device prematurely distracted 5 cm in 11 days.

Manufacturer narrative:
Inspection and failure analysis of the device demonstrated that the unit functioned as designed. Pt non-compliance is the likely root cause of the premature distraction.